Event description:
Information was received from a company representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that rep was with the patient on the day of this call to troubleshoot the implantable neurostimulator (ins) and charging ins issue. Rep indicated that ins battery was discharged per physician programmer (pp) and they were getting 0 coupling bars. Rep was informed by the patient that this has been going for the last few months. Rep reported poor coupling screen when they lined up the belt under incision. Rep got 2 bars but indicated that his spread of numbers on the bottoms of antenna locator screen was less than 5. An x-ray was recommended because of possible flipped ins but x-ray has not been performed. Rep was going to suggest one to the healthcare provider to get a confirmation. Rep stated that for women, as ins settle it can move into breast tissue which can cause this issue. It was also noted that troubleshooting improved coupling slightly but it did not resolve enough at this point and further troubleshooting steps are needed outside to looking at external component. Ten days later, rep further reported that he could not interrogate the device and he tried the al feature but could not get any coupling bars. Patient was scheduled for x-ray but he had not heard from the patient or healthcare provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.